Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The unit was received with cracked casing at the display window corners as well as minor scratches on the lcd window. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed with button error during her wedding. The patient's blood glucose at the time of incident is unknown, but her most recent blood glucose value was 290 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.